Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. If additional information or if the device is received at a later time this report will be supplemented.

Event description:
The user facility reported that during an unspecified procedure the forceps would not coagulate and seal. The forceps were used on two different generators. A second device was used to complete the procedure. No patient injury was reported.